Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 468 mg/dl at the time of the event. The customer's mother stated that the insulin pump was not working at the time of the event. The customer's mother could not explain exactly how the insulin pump was not working. Prior to the event, the insulin pump alarmed off no power without first alarming low battery. The customer's mother stated that the battery cap was damaged and had to be unscrewed a little for the display to turn on. Nothing further was reported.